Manufacturer narrative:
Corrected fields: d5, e2 & e3 is unknown (initially it is submitted as "yes & other healthcare professional" respectively). Additional contact details: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit down - error 14 - no patient involvement reported. A getinge field service engineer (fse) stated power management board swapped and cleared the error. Replaced 9v which was not alarming when tested. Batteries swapped due to age, not relevant to repair. Returned to clinical staff for use. All errors cleared.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down error #14. There was no patient involvement.